Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer's blood glucose level was unknown. The customer reported that they were recently at the hospital and had an x ray. The customer reported that they were able to clear the alarm and rewind the insulin pump. The customer stated that the drive support cap was normal. The customer reported that the insulin pump was exposed to high magnetic field. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.